Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to decrease in electrode function subsequent to sustaining a head trauma. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report filed (B)(4) 2015.